Event description:
During robotic laparoscopic cholecystectomy (single-site) the robotic cannula arm 1 became loose. This changed the trajectory of the canula, causing inadvertent punctures to the abdominal peritoneum.